Event description:
The customer reported via phone call that she experienced low blood glucose levels. The customer's blood glucose was 38 mg/dl. The customer stated the cause of the low blood glucose was that she had double bolused. The customer had also changed infusion sets to shorter ones because she had issues with sleeping with the longer infusion sets. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.